Manufacturer narrative:
Correction for lab analysis, now corrected to address dislodgement: the reported events were ¿screwed out in the beginning before the physician rotated the lead¿ and lead dislodgement. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.

Manufacturer narrative:
The reported event was ¿screwed out in the beginning before the physician rotated the lead¿. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported during implant procedure that the helix tip of the right ventricular lead extended on its own but was able to be successfully retracted without issue. Once placed, the lead dislodged and was exchanged. There were no patient consequences.